Event description:
The home healthcare company reported, "unit shut down while on patient, no patient harm noted. Unit alarmed and therapist was with patient when condition occurred and bagged patient until backup vent was hooked up".